Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined the cause of the failure to be a disconnected ribbon cable from the therapy connector. Physio reseated the connection and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not deliver defibrillation energy. There was no patient use associated with the event.